Event description:
It was observed during central processing that the 5 mm needle driver instrument had a gouge at the bottom of the shaft. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.   The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted.